Event description:
Alleged event: while in a case clips were mis-firing, the appliers were spitting clips; the rachet would not reset itself. The pt's condition is fine.

Manufacturer narrative:
The device has been returned to the MFR; however, the investigation report is not available at the time of this report. The device history record review of the product auto endo5 ml, lot # 73f1400332 did not show issues related to the complaint. The MFR will continue to monitor and trend related complaints.